Manufacturer narrative:
H3: product analysis of part# kpt1502, lot# 227492616 - visual and functional inspection revealed the balloon has been damaged and leaks when tested. The damage is a pinhole in the top portion of the balloon. This type of damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty for compression fracture due to primary osteoporosis. It was reported that the balloon ruptured during contraction. The contrast agent leaked when the balloon was removed; when it was checked outside the surgical field afterwards, the contrast agent leaked from the tip. There was no patient symptom reported. There were no further complications reported regarding the event.